Event description:
It was reported that the device cassette locked but not latched error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. High alarm displayed in event log. Customer's problem was duplicated. During investigation found the downstream sensor value stuck at 3mv. Event history log showed multiple high alarm displayed: cassette not attached properly. Customer misinterpreted the cassette not attached alarm as a latch issue. Downstream occlusion sensor showed contamination. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace downstream occlusion sensor. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown.